Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred during a software update. There was no harm or injury reported. The ventilator was evaluated by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's software needs to be reloaded to address the issue.